Event description:
It was reported that the patient was agitated. The patient was uncomfortable because they had 2 batteries in their hip.

Event description:
It was reported that the patient experienced a lack of stimulation. It was further reported that the patient last felt stimulation in (B)(6) 2012. The patient stated that he felt the device was "defective" and wished to have it explanted. The patient was redirected to his health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available. Please see MFR. Report # 3004209178-2013-04266 for information on the patient's other device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2010. Product type: implantable neurostimulator: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead. (B)(4).